Manufacturer narrative:
H11 patient/user involvement: the customer reported from a follow up communication that there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) and reported that the device has an airflow oxygen issue that is not operating properly. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While the biomed customer was testing the device, he was unable to test the unit properly with the service kit. While trying they noticed the o2 flow at 140 slpm was well below the tolerance. The rse recommend fse perform the performance verification test (pvt) and bring a gas delivery system (gds) as a backup. The rse dispatched a field service engineer (fse) to the site for service and repair. The fse evaluated the device onsite and replaced the gds. A pvt was performed, and the unit passed the testing. The device was returned to use.